Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection of the set the luer lock body of the two piece luer lock assembly was cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address : (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set broke off into the vascular access device. This issue occurred while disconnecting the set during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.